Event description:
It was reported that this patient with a cardiac resynchronization therapy defibrillator (crt-d) had been treated by the device for ventricular fibrillation (vf). However, it was determined that the device induced the patient into atrial fibrillation (af) and af with rapid ventricular response (rvr). The patient was symptomatic with vf and had shortness of breath with af with rvr. At this time, the device remains in service. No additional adverse patient effects were reported.